Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device involved in this complaint was not evaluated but based on evaluation of devices with the same problem, the cause was traced to a software requirement error. The standard values for the ice sensor thresholds for ice generation were adjusted based on test data. The previous ice sensor thresholds did not take into account the differences in conductivity of the water used in the tank. In addition to this, the maximum ice setting was also reduced based on actual setting of the ice request. (B)(4).

Event description:
On (B)(6) 2014 the ssu at (B)(6) in (B)(6) reported that the ice block was too large causing the water flow to stop on the hcu 40 serial number (B)(4). When the user tried to melt the ice block the unit stopped working. (B)(4).